Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14b18010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date(s) while hospitalized, the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. After seven days of hospitalization for the peritonitis event, the patient was discharged. It was reported the patient has recovered from the peritonitis event. It was not reported if pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) h14b18010. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.